Event description:
A customer from (B)(6) reported to biomérieux a blood sample exposure in association with the vacuette® blood culture holder (reference 450181). An emergency room nurse was using the vacuette® safety blood collection set with blood culture holder, to inoculate a blood culture bottle and a tube. As the tube was inoculated, the needle hit the side protective sleeve at an angle. The cap no longer covered the needle at the outlet of the tube, and blood flowed onto the nurse's gloves. There is no indication or report from the customer to biomérieux that the blood exposure led to any adverse event related to the nurse's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the supplier has investigated the causes of this problem without success and without reproducing the problem. No other complaint related to this occurrence have been received by the supplier in the past two (2) years. On 12oct 2017, the supplier stated that they have changed the diameter of the blood culture holder which is now slightly larger than the blood collection tube vacuette. The supplier indicated the product documentation was revised to clearly indicate the necessity to maintain the blood culture holder vertical at the time of percussion. The supplier modified the instructions for use (IFU) to make this instruction more clear. The revised IFU has been available to customers since january 2017.